Event description:
It was reported that during an implant attempt the lead was initially deployed and the coils were damaged due to the patient's anatomy of a tight superior vena cava (svc). The lead was opened and not used and a new lead was implanted successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: tdg554203v. The full lead was returned in segments, analyzed and the exposed svc (superior vena cava) defibrillation coil became extrinsically distorted due to pulling/stretching/overstress. Visual summary analysis of the lead indicated damage at implant. (B)(4).